Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported via phone call that the customer was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2018 . It was reported that the customer's blood glucose stabilized by hospital but began to rise again once the insulin pump was placed on them. It was reported that the problem began around (B)(6) 2019 from 9 am to 10 am. It was reported that the customer was treating blood reading with bolus but the blood glucose level was 19 mmol to 20 nmol/l. The customer was admitted to the hospital as a result of high blood glucose. It was reported that the customer had high blood glucose levels of 25 mmol/l. The significant events leading to the hospitalization was that the customer experienced high blood glucose levels for twelve hours with infusion set changes and had no back up plan. The customer was treated at the hospital with intravenous drip. Troubleshooting was not completed during the call. Product is not expected to return for analysis.